Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("description: right coiled accidently dislodged during ablation"), menorrhagia ("menorrhagia"), uterine cancer ("tumor / teratoma / cancer type: uterine") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no: 683276) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included heavy periods, painful periods, gravida I, parity 2 (on (B)(6) 1995), eclampsia, seizure, blood transfusion, dysfunctional uterine bleeding, knee operation and osteoma. Concurrent conditions included overweight, endometrial ablation, liver tumor, hypertension, hypothyroidism, psoriasis, arthritis, polyps, hyperlipidemia, ovarian cyst, pain joint, palpitations, anxiety, panic attacks, uterine leiomyoma, nightmares, trouble falling asleep, suicidal ideation, dizziness, light sensitivity to eye and aura. Concomitant products included butalbital, levonorgestrel (mirena), levothyroxine sodium (synthroid), lisinopril, melatonin and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), hypovitaminosis ("vitamin deficiency"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs "symptoms""), anaemia ("anemia"), alopecia ("hair loss"), vision blurred ("vision/eye problems type: blurred/focusing"), sleep disorder ("hormonal changes describe: sleep"), cystitis ("infection (bladder/ urinary tract/vaginal) type: all"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: all") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: all") and was found to have uterine cancer (seriousness criterion medically significant), weight increased ("weight gain") and uterine neoplasm ("tumor / teratoma / cancer type: uterine"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, uterine cancer, genital haemorrhage, pelvic pain, hypovitaminosis, depression, vaginal haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, anaemia, alopecia, vision blurred, sleep disorder, uterine neoplasm, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered alopecia, anaemia, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypovitaminosis, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, sleep disorder, urinary tract infection, uterine cancer, uterine neoplasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: proximal portion of the device was visualized and less than 3 coils were noted protruding into the uterine cavity. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Pathology test: on (B)(6) 2018: scant weakly proliferative endometrium with tubal metaplasia. Benign endocervical. Mucosa with marked acute and chronic inflammation and microglandular hyperplasia.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraines, ibs, vaginal bleeding, depression, headache and visual disturbance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('description: right coiled accidently dislodged during ablation'), menorrhagia ('menorrhagia'), uterine cancer ('tumor / teratoma / cancer type: uterine') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 683276) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included heavy periods, painful periods, gravida I, parity 2 (09-06-1995), eclampsia, seizure, blood transfusion, dysfunctional uterine bleeding, knee operation and osteoma. Concurrent conditions included overweight, endometrial ablation, liver tumor, hypertension, hypothyroidism, psoriasis, arthritis, polyps, hyperlipidemia, ovarian cyst, pain joint, palpitations, anxiety, panic attacks, uterine leiomyoma, nightmares, trouble falling asleep, suicidal ideation, dizziness, light sensitivity to eye and aura. Concomitant products included butalbital, levonorgestrel (mirena), levothyroxine sodium (synthroid), lisinopril, melatonin and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypovitaminosis ("vitamin deficiency/ hormonal changes: vitamin deficiency"), depression ("depression/ hormonal changes: depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), sleep disorder ("hormonal changes describe: sleep") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic stabbing pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs symtoms"), anaemia ("anemia"), alopecia ("hair loss"), vision blurred ("vision/eye problems type: blurred/focusing"), cystitis ("infection (bladder/ urinary tract/vaginal) type: all"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: all"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: all") and abdominal pain lower ("lower abdominal pain") and was found to have uterine cancer (seriousness criterion medically significant), weight increased ("weight gain") and uterine neoplasm ("tumor / teratoma / cancer type: uterine"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, uterine cancer, genital haemorrhage, pelvic pain, hypovitaminosis, depression, vaginal haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, anaemia, alopecia, vision blurred, sleep disorder, uterine neoplasm, cystitis, urinary tract infection, vaginal infection, dysfunctional uterine bleeding and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, cystitis, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypovitaminosis, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, sleep disorder, urinary tract infection, uterine cancer, uterine neoplasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: proximal portion of the device was visualized and less than 3 coils were noted protruding into the uterine cavity. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Pathology test - on (B)(6) 2018: scant weakly proliferative endometrium with tubal metaplasia. Benign endocervical. Mucosa with marked acute and chronic inflammation and microglandular hyperplasia.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraines, ibs, vaginal bleeding, depression, headache and visual disturbance. Quality-safety evaluation of ptc: unable to confirm compalint. Most recent follow-up information incorporated above includes: on 25-sep-2019: plaintiff fact sheet received. Events per pfs: dysfunctional uterine bleeding and lower abdominal pain. Event onset date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("description: right coiled accidently dislodged during ablation"), menorrhagia ("menorrhagia"), uterine cancer ("tumor / teratoma / cancer type: uterine") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 683276) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included heavy periods, painful periods, gravida I, parity 2 ((B)(6) 1995), eclampsia, seizure, blood transfusion, dysfunctional uterine bleeding, knee operation and osteoma. Concurrent conditions included overweight, endometrial ablation, liver tumor, hypertension, hypothyroidism, psoriasis, arthritis, polyps, hyperlipidemia, ovarian cyst, pain joint, palpitations, anxiety, panic attacks, uterine leiomyoma, nightmares, trouble falling asleep, suicidal ideation, dizziness, light sensitivity to eye and aura. Concomitant products included butalbital, levonorgestrel (mirena), levothyroxine sodium (synthroid), lisinopril, melatonin and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), hypovitaminosis ("vitamin deficiency"), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs symptoms"), anaemia ("anemia"), alopecia ("hair loss"), vision blurred ("vision/eye problems type: blurred/focusing"), sleep disorder ("hormonal changes describe: sleep"), cystitis ("infection (bladder/ urinary tract/vaginal) type: all"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: all") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: all") and was found to have uterine cancer (seriousness criterion medically significant), weight increased ("weight gain") and uterine neoplasm ("tumor / teratoma / cancer type: uterine"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, uterine cancer, genital haemorrhage, pelvic pain, hypovitaminosis, depression, vaginal haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, anaemia, alopecia, vision blurred, sleep disorder, uterine neoplasm, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered alopecia, anaemia, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypovitaminosis, irritable bowel syndrome, menorrhagia, migraine, pelvic pain, sleep disorder, urinary tract infection, uterine cancer, uterine neoplasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: proximal portion of the device was visualized and less than 3 coils were noted protruding into the uterine cavity. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Pathology test - on (B)(6) 2018: scant weakly proliferative endometrium with tubal metaplasia. Benign endocervical. Mucosa with marked acute and chronic inflammation and microglandular hyperplasia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraines, ibs, vaginal bleeding, depression, headache and visual disturbance. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received. Reporter information were added and updated. Lot number were added. Date of removal were added. Medical history and concomitant drug were added. Date of removal were added. This case become incident. Event injury were updated as right coiled accidently dislodged during ablation. Event: hormonal changes describe: sleep, vitamin deficiency, depression, abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, ibs symptoms, anemia, hair loss, vision/eye problems type: blurred/focusing, tumor/teratoma/cancer type: uterine, infection (bladder/urinary tract/vaginal) type: all, did you undergo an essure confirmation test? No were added and pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.